Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited a pause episode due to undersensing, which was probably due to loss of contact. No patient symptoms were reported. The patient will continue to be monitored.